Event description:
Patient reported their boston scientific device was supposed to last 3 years but only lasted 1 year (due to high settings) as it was non-rechargeable. No actions were taken to resolve the issue. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"